Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain, two falls since the last reprogramming session, high impedance noted on multiple contacts, loss of stimulation, and an error message stating "settings not available" on the patient controller. High impedances greater than 40,000 were noted on contacts 1, 2, 5, 6, 8, 9, 12, and 14, and high impedances greater than 29,650 were noted on contacts 0, 10, 11, 13, and 15. An impedance check was performed, and the device was reprogrammed using contacts 3 and 4, resulting in good capture down the left leg. The issue was resolved. No patient complications have been reported as a result of this event.